Manufacturer narrative:
Device serial number/lot number is unknown, no product information has been provided to date. No lot number was provided; therefore, device history record review could not be completed. A product sample was received for evaluation. Visual and functional testing were performed. The sample appeared to be in good condition. Functional testing found the sample cannot pass the 12 hour inflation test - cuff was deflating during inflation. Source of leak was found to be a tear in the cuff. The root cause of the reported issue due to fact that cuff leak was not observed prior use, it is most probable that reported failure occurred during tracheostomy procedure or during use due to contact with a sharp edge.

Event description:
It was reported that when the customer changed the product for regular replacement on (B)(6) no anomaly was found. However, on dec/04, he noticed something was wrong with the product and changed it to another new one. The customer suspected leakage of air occurred in the product. No patient injury reported.